Event description:
It was reported that the patient presented for a replacement procedure. During the procedure, it was noted that the lead exhibited low pacing impedance and was found to have insulation damage. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of insulation breach was confirmed. Visual examination found the insulation was broken on the lead connector. The cause of the insulation break was unknown.